Manufacturer narrative:
(B)(4). Concomitant medical products: 00620203820, shell porous with multi holes 38 mm, 61561536. Report source, foreign ¿ events occurred in (B)(6). The complaint is confirmed based on the returned devices. Visual evaluation of the liner identified damage on the outer spherical radius and witness marks from the failed attempt to assemble the liner with the shell. Dimensional analysis of the locking ring identified that the ring was out of specification; however it cannot be determined when this occurred as manufacturing records showed no related deviations and device appeared to leave conforming to specifications. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2017-07486.

Event description:
It was reported that the liner could not be fixed into the shell. The surgery was finished with a 40mm shell. No additional patient consequences were reported. No additional information is available.